Event description:
It was later reported that, on (B)(6) 2013, the pump dose was decreased to 1.2mg and then the pump was stopped. The patient requested to have the pump removed. At the time of the report, the pump remained off and no explant date had been planned. It was also reported that the patient was taking percocet and clonidine at the time of the event.

Event description:
It was reported that the patient was being weaned off pump medications and the pump was to be explanted, as the pump therapy was never beneficial to the patient¿s pain and it wasn¿t getting any better with dose increases. The therapy initially provided some improvement, but over the last couple years, the therapy was not effective. The pump was turned off. The device system was used to deliver morphine. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009-(B)(6), product type catheter. (B)(4).